Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose value is unknown. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded. He was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display returned. He was calling back with after receiving a new battery cap. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and the customer agreed to return the product for analysis.